Event description:
A surgeon reported that a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 12/23/2008, 01/08/2009, and 01/09/2009 by phone, fax, and mail. A completed questionnaire has not been received.